Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3145828. D4. Medical device expiration date: 29-feb-2024. H4. Device manufacture date: 25-may-2023. D4. Medical device lot#: 3130601. D4. Medical device expiration date: 13-feb-2024. H4. Device manufacture date: 10-may-2023. H.6. Investigation summary: 3130601. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. 3145828. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had five molecular false positives. This is a report of five occurrence, no report of adverse or injury and unknown for change of treatment. The following information was provided by the initial reporter: (B)(6) customer received molecular fp for c. Topicalis lot #s 3145828 and 3130601. Total quantity of product showing defect: lot # 3145828 (4 bottles) and 3130601 (1 bottle) lot # 3145828: 1: strep and c. Tropicalis 2: enterococcus facilis, enterobacterial, proteus, and c. Troicalis 3: staph epidermidis and c. Tropcails 4: ran a blank bottle (no patient sample) - c. Tropicalis biofire lot number: 1288023 and 1313023.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3130601. B5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.